Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 6.9 mmol/l and the sensor glucose was 2.4 mmol/l. Insulin delivery was suspend due to sensor values. Customer also stated that insulin pump received a calibration not accepted alert and change sensor alert. Customer reports difference was occurring with the current sensor. Customer stated that when took sensor off they had a bruise. The sensor will not returned for analysis.